Event description:
A surgeon reports that following intraocular lens (iol) implant surgery in the left eye (os), a pt developed endophthalmitis. Two days post-op, the pt complained of a mild ache in the left eye. On the eighth post-op day (2004), the pt's visual acuity (va) was 20/200, there was increased pigment dispersion, 4+ cell and 1+ flare and a large fiber was noted in the anterior chamber. The pt saw a retina specialist 2 days later and was treated with antibiotics and steroids. A vitrectomy was performed on the left eye 3 days later. The latest info received from the surgeon indicates the pt is doing well and their va in the left eye is 20/70 (2004). The association between this event and the iol is not known. Additional info has been requested.